Event description:
Alleged the beds head section function runs up unintentionally.

Manufacturer narrative:
Hill -rom technical support instructed the facility to isolate the siderails to determine where the malfunction occurred. The facility has not returned hill-rom's attempts to determine the resolution.